Event description:
Edward's life science swan ganz catheter - the white cable that connects to the flat blue svo2(venous oxygen saturation) piece that connects into the cable to the cco(continuous cardiac output) box became "degloved"(for lack of a better term, meaning the white coating around the wires became undone, exposing the wires underneath the white coating). This caused no harm to the patient, however, it did require earlier than anticipated removal of the swan ganz catheter.